Event description:
It was reported that the device had no upstream occlusion/error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. The device was decontaminated and had scratches on the lens and a lifting downstream occlusion (dso) seal. The primary reported problem of no upstream occlusion alarm was confirmed by functional testing. The cause is the upstream occlusion (uso) sensor. Replaced the uso sensor to correct the problem.